Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the insulin pump had excessive no delivery alarms. The customer's blood glucose level was 140 mg/dl. The customer was able to resolve the alarm by changing the reservoir. The customer was sent replacement reservoirs and could not return the reservoirs because they had been thrown away.